Event description:
The consumer was driving on a flat surface of a ramp when the chair allegedly jerked to a sudden stop, and she fell from the chair. This allegedly resulted in a fractured left wrist and a broken right foot.

Manufacturer narrative:
Manufacturer was contacted by user alleging they had fallen out of their chair, and sustained a fractured wrist, and broken foot. Information provided by the user indicates their chair was inspected at a service facility. The service facility reportedly made recommendations to the user to service the chair. The user advised due to the cost of recommended repairs, they declined to have the chair serviced, resulting in the alleged incident. Nature of complaint indicates a lack of proper service. MDR filed based on alleged serious injury.